Manufacturer narrative:
Investigation summary one (1) opened/unused list# 011-h3393, 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp was returned for evaluation. As received one of adaptor came separated from trifurcated connector. Once the parts were analyzed with uv light an insufficient solvent coverage on trifurcate and adaptor were confirmed. No damage or excessive force being applied on the separated parts was observed. The bonded adaptor was torque tested, and this passed the product specification. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Complaint of separation can be confirmed based on the physical sample evaluation. The probable cause was due to a bonding error during manual process assembly in ensenada.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where it was reported there was a connector from one of the two branches which can be removed, when it should not be able to be removed. If the nurses does not realize it with the pressure, it also will sometimes disconnect. The event occurred during patient use, there was no medication leak, there was no cut, no tear and no hole on the device.